Manufacturer narrative:
Concomitant products include: a sheath introducer (4.5f parent, medikit) was inserted to the patient from the left femoral artery and a guide wire (chevalier universal 300, fmd).

Event description:
During the use of a saber balloon catheter (4mm2cm 150) to the right superficial femoral artery (sfa), it was reported that the balloon was delivered to the lesion and inflated. However, it ruptured at 8 atmospheres (atm). Therefore, it was replaced with a new balloon catheter (4x2 aviator) and inflated up to 14 atm. The procedure was finished successfully and there was no reported patient injury. The product will not be returned for analysis. A sheath introducer (4.5f parent, medikit) was inserted to the patient from the left femoral artery and a guide wire (chevalier universal 300, fmd) crossed the lesion. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%.

Manufacturer narrative:
The additional information received indicated that the device did prep normally, maintaining negative pressure.  The balloon was removed intact.   The following information is unknown: if there was difficulty removing the protective balloon cover, the stylet or any of the sterile packaging components, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was successfully used with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or  while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon rupture during its initial inflation, the amount of times the balloon was inflated or inserted into the patient, or if there was any difficulty removing the balloon catheter from the patient. Complaint conclusion:   during the use of a saber balloon catheter (4mm x 2cm 150cm) to the right superficial femoral artery (sfa), it was reported that the balloon was delivered to the lesion and inflated.  However, it ruptured at 8atm (eight atmospheres). Therefore it was replaced with a new balloon catheter (4mm x 2cm aviator) and inflated up to 14atm. The procedure was finished successfully and there was no reported patient injury. A sheath introducer was inserted to the patient from the left femoral artery and a guide wire crossed the lesion. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. The additional information received indicated that the device did prep normally, maintaining negative pressure.  The balloon was removed intact.   The following information is unknown: if there was difficulty removing the protective balloon cover, the stylet or any of the sterile packaging components, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was successfully used with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or  while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon rupture during its initial inflation, the amount of times the balloon was inflated or inserted into the patient, or if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17019310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 99% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.